Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation at all pacing outputs due to right ventricular lead pacing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.